Manufacturer narrative:
The customer did not return a sample for evaluation. The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. The lot specific to this event is not known; therefore, lot history and DHR review could not be performed. The root cause is unknown. (B)(4).

Event description:
A customer reported that five patient's presented with toxic anterior segment syndrome (tass) following an intraocular lens implant procedure. Current patient status is unknown at this time. Additional information has been requested. This is the second of two medical device reports for this facility.